Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to handling (reprocessing) of the device that deviated from the instruction manual. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, there was a hard black object in the instrument channel tube, that was suspected to be some kind of instrument or accessory debris. The remaining foreign object within the device was due to insufficient reprocessing. Reprocessing of subject device the device was reprocessed prior to being sent to olympus. Discontinued use of device upon discovery of foreign material; it was not used on patients. The blockage was found during the brushing and was not used after disinfecting. The device was cleaned and disinfected without any delay after the procedure. There were no abnormalities in the accessories used for reprocessing. The manual cleaning and disinfecting were performed after the procedure. The device was rinsed before manual disinfection. All the scope channels were connected with tubes when setting up into the automated endoscope reprocessor (aer). The instrument/suction channel was aspirated with water using the suction pump. The suction channel was not brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A field service engineer reported on behalf of a customer, the evis lucera elite colonovideoscope had foreign matter in the channel tube. The event occurred during reprocessing after the procedure. The patient was not under anesthesia. The intended procedure was an enteroscope that was completed using a replacement device. There was no report of procedural delay or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was a hard black object in the instrument channel tube, that was suspected to be some kind of instrument or accessory debris. The remaining foreign object within the device was due to insufficient reprocessing.